Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker system displayed oversensing on the right atrial (ra) channel. The root cause for the clinical observation was not determined. The decision was made to explant and replace this pacemaker along with the associated ra lead. No additional adverse patient effects were reported.